Manufacturer narrative:
Films were supplied for review which found: lateral x-ray of cervical spine construct extending from occiput to below x-ray level. The occipital plate has pulled of the bone and several of the screws remain in the plate, pulled from bone while one is seen loose, dorsal to the plate and rotated.

Event description:
It was reported that the patient underwent a posterior occipital-cervical-thoracic fixation surgical procedure. It was reported that a few weeks post-op the patient fell in the bathtub and the occipital plate came loose and the bone screws pulled out. The patient underwent a revision surgery and new screws were implanted in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However the devices used to treat the patient were: part # 7755278, lot 0256644w; part # 7750510, lot# 0214199w (x2), lot# 0265867w; part # 7750506, lot# 0265025w; part #6950315, lot # h05h2488, lot h13g1755. Visual review did not identify material damage, deformation, crack fracture or breakage on any of the complaint returned product. Relevant dimensional inspection was performed on the associated major, minor, head, and inner diameters; all were found to be within print specification. Functional evaluation confirmed the plate in not bent, and all screw heads are retained in the oc plate. After visual, optical and dimensional examination, the implants appear to be capable of performing their intended function.